Event description:
The manufacturer received information alleging a ventilator shut down while in patient use. There does not appear to have been harm or injury to the patient. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported a ventilator allegedly shut down while in patient use. There was no patient harm or injury. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction had occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(4) 2018, the event logs indicate the device was manually powered off with the proper sequence of keypresses at 04:57:46 local time. The device was then powered on at 06:55:31 local time. At 13:37:32 local time the device was again manually powered off with the proper sequence of keypresses. The ventilator was not powered on again until 10:53:33 local time on (B)(4) 2018. The manufacturer concludes the device did not shut down, but was manually powered off on the reported day of the event. Voluntary medwatch (B)(4) was filed by the durable medical equipment supplier for this event.